Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the barrel of the bd plastipak¿ concentric luer lock syringe had cracks in it. The following information was provided by the initial reporter: "customer has noticed cracks/scratches on the product."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evalution: yes. D9: returned to manufacturer on: 17-jun-2022 h6: investigation summary one sample was provided to our quality team for investigation. Through visual inspection, a superficial scratch was observed on the syringe barrel. The sample was evaluated using magnification, the scratch was verified to only be on the surface, no crack or deformity within the barrel was found. A device history review was performed for the reported lot 2201081, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. The areas where pieces run in manufacturing area are protected to avoid damage on the product. While we could not identify a direct issue, it was determined the scratch likely occurred during movement of the piece within the manufacturing equipment.

Event description:
It was reported that the barrel of the bd plastipak¿ concentric luer lock syringe had cracks in it. The following information was provided by the initial reporter: "customer has noticed cracks/scratches on the product."